Event description:
It was reported that the tissue pad came off when the device was being cleared during a esophagectomy case. Another like device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.